Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause is most likely a user error. According to the data received from the customer site, this issue happened during cleaning of the room and not during a procedure. Unfortunately, the investigation did not show a clear root cause but according to the system experts most likely an external influence caused this defect. The defective part (pulley / cable hanger wheel) was not available for investigation at the supplier, however, information from the site and photos sent by the service technician gave indications about the underlying problem. The cable hanger wheel was mechanically damaged, which occurs when forces perpendicular to the movement direction are applied by external influences. If the wheel is already defective in such a way, the entire wheel hanger can slip out of the guide rail and fall a maximum of 1.3 m downwards. It cannot fall down completely because it is still attached to the wiring harness that hangs in loops from the ceiling. We assume lateral forces, such as mechanical impacts on the roller, damaged the part and led to the roller slipping out of the guide rail. The spare part consumption of this part is very low and no general error has been recognized. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis zee floor system. During cleaning of the room it was reported that the dcs cable carriage dropped down. There is no report of impact to the state of health of any patient or user involved. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.